Event description:
It was reported that during a liver tumor treatment procedure, the patient became "flushed" and experienced tachycardia. A liver tumor was being treated with thermasphere technology (embolization). When the thermaspheres were injected into the patient with a renegade hi flo catheter, the patient became "flushed" and experienced tachycardia, which was resolved with benadryl and "other standard reactives ". The procedure was completed with this device. No further patient complications or injuries were reported. The patient status is reported as "fine."

Manufacturer narrative:
(B) (6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).